Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device, the reported stent deployment failure could not be reproduced. The stent was still loaded in the system upon sample receipt. During the performed function test, the stent could be released without issue. No evidence for a stent deployment attempt performed by the customer was found. No device damage or malfunction was identified. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy or insufficient flushing of the device. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states that the delivery system must be flushed with sterile saline until saline drips from the distal tip of the catheter. Furthermore, the IFU states: "the delivery system will not function properly until the safety clip is removed." In addition, the IFU states: "do not use the device after the "use by" date specified on the label." The expiry date of the device was exceeded at the date of event. However, there is no indication that the use of the device after expiration may have contributed to the reported event.

Manufacturer narrative:
The device history records are being reviewed. The investigation is currently underway. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent failed to deploy during treatment of a stenosed iliac artery. The device was removed and another stent system was successfully used.